Event description:
During a tfn hip procedure, the surgeon was disconnecting the connecting screw from the helical blade, the threaded tip broke off into the implant. Surgeon did not retrieve the broken tip and it remains in the patient. Surgeon completed the procedure with no further problem.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.